Event description:
Patient experienced severe pain (level 8/10) upon injection of the product in both knees. The following day, experienced joint pains throughout the body which lasted 1 week. Since the event, has had swelling in both knees and constant pain she rates at a level of 4/10.